Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal and bolus delivery. Customer's blood glucose (bg) levels ranged from approximately 160 mg/dl to 305 mg/dl, which was addressed with a cartridge change and a bolus delivery. Reportedly, the customer's bg level went down to 172 mg/dl. It was reported that the customer had an alternate pump available for insulin therapy.